Manufacturer narrative:
Initial.

Event description:
It was reported that the user wished to return the ilet pump due to dislike of the tubing and feeling overwhelmed by alerts, which was documented under software-related alarm fatigue, with the device component identified as computer software and a device problem characterized as a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found and no problem detected, despite the user¿s experience of frequent alerts, and the implicated component was software while a mechanical problem code was also logged. It was concluded, based on previously established findings for similar reports, that no problem was detected.